Event description:
Trocar "valve" dislodged during scope insertion - it was pushed inside patient abdomen. Surgeon noticed valve was gone. Trocar removed from the field. Photo taken of "valve" inside patient. "Valve" removed from patient before proceeding with procedure. Procedure was pediatric laparoscopic appendectomy.